Event description:
It was reported that the customer was admitted to the hospital due to experiencing a high blood glucose (bg) level and diabetic ketoacidosis. A specific bg value was not provided. The contact alleged a ¿pump failure¿ occurred, however, a root cause was not identified. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.